Event description:
Dialysis machine leaking fluid from bottom; no alarms were noted to alert staff. Ns rinseback blood per protocol; patient off treatment. Removed malfunctioning unit and primed another machine. Recommenced cvvhd therapy.